Manufacturer narrative:
Customer phone number was identified and updated. Analysis results: the root cause of the customer¿s complaint was a shaft press fit defect.

Manufacturer narrative:
The adverse event reported was cracked teeth. The event date is approximate. The consumer's mailing address and phone number were not provided.

Event description:
A consumer reported that their teeth cracked during use of their sonicare diamondclean smart toothbrush.